Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were found to be lifted and pulled upwards from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. E1-initial reporter facility name: (B)(6). Updated: b5: describe event or problem.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. After a 7f non-boston scientific (bsc) guide catheter and a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2.0x12 maverick balloon catheter. A 2.75 x 28 synergy drug-eluting stent (des) was advanced and deployed into the lesion. Another 3.00 x 16 synergy des was advanced; however, the device failed to cross the previously deployed stent even after multiple attempts. The device was removed and it was noticed that the proximal stent struts got damaged. The procedure was completed with a 3.00x15 non-bsc stent. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was moderately tortuous and the stent was fully apposed to the vessel wall.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. After a 7f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilatation was performed with a 2.0x12 maverick balloon catheter. A 2.75 x 28 synergy drug-eluting stent (des) was advanced and deployed into the lesion. Another 3.00 x 16 synergy des was advanced; however, the device failed to cross the previously deployed stent even after multiple attempts. The device was removed and it was noticed that the proximal stent struts got damaged. The procedure was completed with a 3.00x15 non-bsc stent. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. After a 7f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilatation was performed with a 2.0x12 maverick balloon catheter. A 2.75 x 28 synergy drug-eluting stent (des) was advanced and deployed into the lesion. Another 3.00 x 16 synergy des was advanced; however, the device failed to cross the previously deployed stent even after multiple attempts. The device was removed and it was noticed that the proximal stent struts got damaged. The procedure was completed with a 3.00x15 non-bsc stent. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was moderately tortuous and the stent was fully apposed to the vessel wall.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6). Updated: b5: describe event or problem.